Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump stops working during filling tubing. It looks like the stop push the button, but customer is still pushing it. The customer's blood glucose was 300mg/dl. The customer was advised to revert to back up plan and pump will be replaced.

Manufacturer narrative:
Buttons responded intermittently due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump received with severely scratched display window and cracked reservoir tube lip.